Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A health professional reported that a patient presented with a dislocated intraocular lens (iol) plus capsular bag after a cataract surgery with iol implant. It was noted that the surgeon intends to replace the lens with an anterior chamber lens implant. Further information was unable to be obtained for this report.